Manufacturer narrative:
The complaint is not confirmed. The alleged event could not be replicated. One unpackaged ar-6480 serial/batch number n15737h19 was received for investigation. Visual evaluation noted signs of wear. The seal sticker was intact. The returned device was assembled with an ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be replicated. The machine was tested for 20 minutes without any issues. No problems were found when the screen buttons were pressed; there was no yellow screen or other issues. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/1/2023, it was reported by a facility representative via (B)(4) that an ar-6480 dw arthroscopy pump heads-up display isn¿t working, and it¿s showing yellow. This occurred during a case, and the pump was switched out, and the case continued. There was no patient effect reported.